Event description:
It was reported that the ilet bionic pancreas fell from the user¿s waistband at a football game, resulting in a cracked display and a partially unresponsive touchscreen that prevented access to the menu, consistent with a device mechanical damage and touchscreen failure of the display/user interface component. Symptoms included no physiologic injury or adverse clinical effects. Outcomes included the user switching to backup therapy and interruption of device use. Investigation included review of the event details and logistical coordination for device replacement and return. Investigation of this case revealed physical damage to the device exterior and impaired touch functionality. It was concluded that the device sustained damage from impact, leading to loss of touchscreen responsiveness, and replacement is warranted.